Manufacturer narrative:
(B)(4). Batch # unknown. Device analysis: the analysis results found that only sleeve of cb12lt device was returned with no damage in the external components. In an attempt to replicate the reported incident the device was tested for functionality. Upon testing the obturator was attempted to be introduced into the sleeve assembly however it could not be introduced due to a closed duckbill. This condition is most likely related to the manufacturing process. Batch number was not provided to perform the DHR review.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during a sleeve gastrectomy, surgeon unable to insert obturator into sleeve. Duck bill seal of sleeve would not open. Surgeon then punctured duck seal with obturator, but seal would not was still fused and trocar not properly functional. A second sleeve was pulled and case continued with no issue. There were no patient consequences reported.